Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the releasing criteria.

Event description:
During a neurovascular procedure the physician noted they broke the core on two aristotle 24 guidewires. The physician noticed the wire was not navigable and pulled the wire out to find a limp area approximately 3cm from the distal end of the wire. No retrieval was needed and there was no harm to the patient.